Event description:
Several 200 joules doses were administered to the pt with no effect. The setting was increased to 360 joules. The nurse continued CPR as the defibrillator was charged to 360 joules. Staff reports that the defibrillator "self-discharged" while the nurse was doing chest compressions. The jolt threw her back away from the pt. The defibrillator was charged to 360 joules a second time and the dose was delivered without incident. The defibrillator was tagged and removed from service. A subsequent cursory check by biomed could not reproduce the "self-discharging" complaint. The defibrillator will, no doubt, be returned to the MFR for a more thorough inspection. Please note that the defib paddles were not connected to the machine. The hands-off accessory was connected and all doses were delivered through h.p. Self adhesive pads.